Event description:
On 27-aug-2020: follow up information was submitted to update lot number, expiration date and result of complaint investigation of the returned used devices (3 sets) showed that all test results were within specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, the patient reported that the infusion set's tubing detached at the quick release while the patient was in process of changing. Therefore, the introducer needle was hard to remove. The site location was patient's abdomen and the pump was located in her bra. Reportedly, the infusions were stored in the cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, the patient reported that the infusion set's tubing detached at the quick release while the patient was in process of changing. Therefore, the introducer needle was hard to remove. The site location was patient's abdomen and the pump was located in her bra. Reportedly, the infusions were stored in the cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.